Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose level on(B)(6) 2020. Customer had blood glucose level of 20 mg/dl. Customer was treated with glucagon and food. Customer had blood glucose level of 177 mg/dl. Customer was alleging insulin pump for over delivering because customer had low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
S/w (B)(4). Retainer ring = clear. Case type = ngp. The customer was in ER for alleged low bgs on (B)(6) 2020. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at (B)(4). The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, faded/stained serial number label, keypad overlay texture damage, pillowing keypad overlay, stained keypad overlay, cracked reservoir tube lip and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The original battery cap was slightly damage with 1 heat stake post broken. Please see below for the boluses listed on the event date 06-dec-2020 in the pump history file. (B)(6) 2020 09:50:23.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.3 bolusamountdelivered = 3.3 (B)(6) 2020 18:55:39.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 6 bolusamountdelivered = 6 please see below for the daily total of all insulin delivered on the event date 06-dec-2020. (B)(6) 2020 00:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6) 2020 00:00:00.000 dailytotalofallinsulindelivered = 18.05 dailytotalofbasalinsulindelivered = 8.75 dailytotalofbolusinsulindelivered = 9.3 there were no auto suspend (12) alarm noted in the pump history file. There were no user suspended alarm noted on the event date 06-dec-2020 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 06-dec-2020 in the pump history file. (B)(6) 2020 04:05:00.000 alarmalertnotification faultnumber = change battery fault (73) (B)(6) 2020 04:15:00.000 alarmalertnotification faultnumber = change battery fault (73) (B)(6) 2020 04:17:31.000 batteryremoved (B)(6) 2020 04:17:31.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2020 04:19:46.000 batteryinserted (B)(6) 2020 04:19:46.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2020 04:20:46.000 batteryremoved (B)(6) 2020 04:20:46.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2020 04:21:01.000 batteryinserted (B)(6) 2020 09:48:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) (B)(6) 2020 18:39:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) (B)(6) 2020 16:29:53.000 alarmalertnotification faultnumber = hardware error alarm (63) (B)(6) 2020 16:29:56.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2020 16:30:26.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2020 16:30:38.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2020 16:31:06.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2020 16:31:21.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2020 16:31:34.000 batteryremoved (B)(6) 2020 16:31:34.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2020 16:31:48.000 batteryinserted (B)(6) 2020 16:36:07.000 batteryremoved (B)(6) 2020 16:36:07.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2020 16:36:19.000 batteryinserted (B)(6) 2020 16:40:10.000 alarmalertnotification faultnumber = main processor communication alarm (4) (B)(6) 2020 16:40:12.000 alarmalertnotification faultnumber = hardware error alarm (63) (B)(6) 2020 17:59:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) (B)(6) 2020 18:15:00.000 alarmalertnotification faultnumber = lost sensor 2 alert (781) earliest power data available per the power management tool/detail trace file is on (B)(6) 2020 8:59:00 am. There was no power data available for the dates of (B)(6) 2020 and (B)(6) 2020. Unable to check power data for change battery fault (73) alert, and failed batt/battery failed alarm. However, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Pump error 4 on (B)(6) 2020 at 16:40:10.000 and pump error 63 (variable 3) on (B)(6) 2020 16:29:53.000 and on (B)(6) 2020 16:40:12.000 confirmed in the pump trace history download due to broken trace. Change battery fault (73) alert unknown. Failed batt test (58) alarm unknown. Pump error 63 - hardware error alarm (63) confirmed. Pump error 4 confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. Pump error 63 - hardware error alarm (63) confirmed. Pump error 4 confirmed. Cosmetic damage was confirmed at retainer ring during visual inspection. Retainer ring confirmed during visual inspection. Reservoir unable to lock into place not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.